Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.4, re-test: 6.3. Tests were done within minutes. Patient self tester was being trained on meter. Nurse stated that the patient had no visible bruising or bleeding.